Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device control unit was not functioning, defective, runs constantly in forward motion. It was also determined that the device failed pre-test for check function and direction of rotation. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device had been returned previously for the same malfunction. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the pen drive device didn't stop. It was reported that there were no delays in the surgical procedure. A spare device was available to complete the surgery. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.